Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient underwent implantation of cervical disc at c5-6 and c6-7 levels using retropharyngeal anterolateral approach. Approximately 119 months post-operatively (on (B)(6) 2017), treatment included a cervical CT scan that revealed minimal heterotopic bone. ¿no lucency or migration of the device noted¿. The site reported that the heterotropic bone was at the index surgery level, c5-c6, c6-c7.